Event description:
It was reported when using the pyxis medbank system, the drawer failed to open during the medication dispensing process. The customer stated that when attempting to dispense a medication, the incorrect drawer opened. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer did not open fully. Customer pulled the drawer fully open and found the medication. The system functioned as intended after the customer troubleshooted the device.